Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced the blood pump rotor tubing guide cover damaged the blood pump tubing segment during treatment. The bmt estimates about 300 cc of blood loss. Upon follow up the bmt stated they are waiting for the blood pump rotor to fix the issue. The bmt confirmed that patient was on the machine and was transferred to another machine to complete treatment. The bmt has no actual data for the blood loss and states nothing was documented but estimates due to the size of the tubing it was between 250 to 300cc of blood loss. The patient did not experience any adverse effects or require medical intervention as a result of this incident. The bmt is still waiting for the part to fix the machine.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced the blood pump rotor tubing guide cover damaged the blood pump tubing segment during treatment. The bmt estimates about 300 cc of blood loss. Upon follow up the bmt stated they are waiting for the blood pump rotor to fix the issue. The bmt confirmed that patient was on the machine and was transferred to another machine to complete treatment. The bmt has no actual data for the blood loss and states nothing was documented but estimates due to the size of the tubing it was between 250 to 300cc of blood loss. The patient did not experience any adverse effects or require medical intervention as a result of this incident. The bmt is still waiting for the part to fix the machine.

Manufacturer narrative:
Plant investigation: inspection of the received blood pump rotor found both of the rear roller guide pins and one of the front roller guide pins to be missing sleeves. The pins with the missing sleeves show signs of debris and wear markings. The remaining roller guide pins showed no discrepancies with the pin or sleeve. Two dislodged sleeves returned with the rotor were found to be deformed. The returned rotor was installed on a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The fluid leak was not confirmed during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced the blood pump rotor tubing guide cover damaged the blood pump tubing segment during treatment. The bmt estimates about 300 cc of blood loss. Upon follow up the bmt stated they are waiting for the blood pump rotor to fix the issue. The bmt confirmed that patient was on the machine and was transferred to another machine to complete treatment. The bmt has no actual data for the blood loss and states nothing was documented but estimates due to the size of the tubing it was between 250 to 300cc of blood loss. The patient did not experience any adverse effects or require medical intervention as a result of this incident. The bmt is still waiting for the part to fix the machine.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and a physical investigation was not performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported fluid leak was not able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced the blood pump rotor tubing guide cover damaged the blood pump tubing segment during treatment. The bmt estimates about 300 cc of blood loss. Upon follow up the bmt stated they are waiting for the blood pump rotor to fix the issue. The bmt confirmed that patient was on the machine and was transferred to another machine to complete treatment. The bmt has no actual data for the blood loss and states nothing was documented but estimates due to the size of the tubing it was between 250 to 300cc of blood loss. The patient did not experience any adverse effects or require medical intervention as a result of this incident. The bmt is still waiting for the part to fix the machine.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.